Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) recorded gradually increased right ventricular (rv) pacing impedances over approximately the past year, exhibited by this transvenous defibrillation lead. The measurements were currently 1500 ohms; the shock impedance was reported to be stable as well as rv pacing threshold and sensing measurements. Additional information was provided that the latitude system detected a red alert due to a high rv pacing impedance measurement. It was later noted that the upper limit for this alert was 1700 ohms. The actual value of the measurement was not mentioned and could not be obtained. Technical services discussed this alert and how to re-program the upper limit of desired. To date, there have been no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
A technical services (ts) consultant recommended continued monitoring of the lead since all measurements were normal and stable. As of today, the available information suggests this device and lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Additional information was received that this device was explanted and replaced for normal battery depletion approximately six years later. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.